Manufacturer narrative:
Additional reporter (B)(6). The device has been received for evaluation. The investigation is pending completion.

Event description:
The event involved a tego¿ connector where it was reported while the device was used on a patient, during disconnection of the patient and attempting to remove the circuit lines attached to the tunneled central jugular catheter, the tego malfunctioned. At the moment of removing the line, the valve remained attached to the line and was completely torn off the tego system. Due to this tear and that few seconds passed for the nurse to notice and clamp the line, air has entered the catheter. The nurse clamped the line, removed the defective tego and connected a syringe to immediately aspirate approximately 1 ml of air from the air. A new tego was installed. The patient's catheter was flushed, locked and the patient was discharged after the doctor's approval. There were no visible defects on the tego device or its package. The tego valve was installed on 28/07/2025 and was removed on 30/07/2025. The disinfectant used was alcoholic chlorhexidine 0.4%, the catheter used was a split-cath 28 reference aspc 283e, and the line used was fresenius 5008. No blood loss was reported and the patient returned to the initial health condition. There was patient involvement, but no harm reported.

Event description:
The following information was inadvertently omitted from the initial emdr b5: there was no delay in treatment and there were no clinical consequences for the user.

Manufacturer narrative:
Received one used d1000 tego connector and one used list# unknown tubing for inspection. The top part of the seal of the tego was torn off and separated from the tego. The seal was connected to the male luer of the unknown tubing. There was a lack of adhesive around the top part of the body. The reported complaint can be confirmed. The probable cause is due to uneven adhesive application. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint. Corrected (missing) information from the initial emdr can be found in b5. Other corrected information can be found in e4 - initial report sent to FDA.